Event description:
It was reported that during implant the lead impedance was high after being repositioned multiple times. The lead was thought to be damaged so it was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and there were no anomalies found. It was noted that there was blood in the distal electrode. The analyst noted that electrical resistance and cross continuity test results and helix length were within specifications. No anomalies found. (B)(4).